Event description:
During a cataract extraction procedure the clinic reported there was no diathermy power on the phacoemulsification unit. The surgery center attempted to use multiple cords and forceps and it was not resolved. A backup unit was used to complete the procedure. The procedure was completely successfully using a backup unit. No patient injury was reported.

Manufacturer narrative:
The categories for outcomes attributed to adverse event are not applicable as this is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). While on site, the customer informed the fss that along with the no diathermy, there was also a 375 incompatible handpiece error. The fss was not able to confirm or verify the handpiece error but confirmed the no diathermy power. To resolve the no diathermy power, the max drive IV printed circuit board (pcb) was replaced. In addition, during inspection of the unit, the fss observed the monitor swivel becoming loose and recommended a replacement. The customer declined the monitor swivel replacement at this time. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.